Manufacturer narrative:
This is a duplicate report of 1818910-2017-12548. This report, 1818910-2017-12405, will be rejected. The 1818910-2017-12548 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The drill shaft is bent.